Event description:
It was reported by service report that the scale was not working. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: fluid found on load cell cable connector.